Event description:
It was reported on 05/20/2015 that the patient is vomiting during seizures which is new for the patient. Follow-up with the physician showed that he had no further information on this issue as the patient has not been seen for follow-up.